Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation by the left ventricular (lv) lead. Reprogramming was performed to another vector. The lv lead remains in use. No further patient complications have been reported as a result of this event.